Event description:
A surgeon reported that during cataract surgery, at the time of the initial incision, the knife was found to be dull. At first it only dimpled the cornea, but then the surgeon was able to complete the incision with the same knife. There was no delay and no harm to the pt; however, the knife efficiency was felt to be inadequate.

Manufacturer narrative:
Samples have been rec'd and are currently under eval. The device history record (DHR) for the lot was reviewed. Functional penetration test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to alcon's acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).